Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. Reportedly, the customer delivered a bolus for carbohydrates and did not eat as much as originally anticipated. Bg was addressed with milk. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.